Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the guidewire bent/folded while in the patient¿s vessel. The guidewire was removed and another guidewire was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one guidewire from a powerport MRI isp 8f groshong catheter kit was returned for evaluation. None of the other components listed on the contents list were returned. Multiple bends were identified to the guidewire, including one at the j-tip. No damage was identified to the coil of the guidewire. The guidewire's outer diameter was measured and found to be within specification. Based on the finding of multiple bends to the guidewire, the investigation is confirmed for the reported guidewire bend failure mode. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiration date: 07/2021).

Event description:
It was reported that the guidewire bent/folded while in the patient¿s vessel. The guidewire was removed and another guidewire was used to complete the procedure. There was no reported patient injury.